Event description:
It was further reported that target lesion 1 was 15.0 mm in length. Residual stenosis after taxus deployment was 0%. The pt was admitted 286 days post index procedure with exacerbation of congestive heart failure, recurrent unstable angina, and worsening renal function. The pt had a recent hospitalization with subsequent readmission (dates unk) for new onset heart failure, nausea, and vomiting secondary to gastroparesis. An adensosine thallium scan performed the month before demonstrated lvef 29% with mild to moderate inferobasilar and inferolateral ischemia. Intervention at that time was deferred due to the pt's compromised renal function. A resting 2d echocardiogram demonstrated lvef 45% with basal inferior and inferoseptal wall motion abnormality 286 days post index procedure. Coronary angiography 290 days post index procedure revealed that the lmca had severe ostial stenosis suggested by absence of reflux. The lad had 30% ostial stenosis and moderate mid narrowingv, and the lcx had 70% proximal stenosis immediately proximal to the previously placed om1 stent which was noted to be without re-stenosis. The rca had 100% distal stenosis. The pt underwent recommended aortocoronary bypass grafting x 3 with lima to lad and reversed svg's to l-pda and om1 293 days post index procedure.

Event description:
Clinical study. It was reported that 293 days after a coronary artery drug eluting stenting treatment procedure the pt underwent a target vessel reintervention (tvr). The index procedure treated one target lesion. Target lesion 1 was a 2.5 mm vessel diameter, 95% stenosed ostial region of the 1st obtuse marginal (om) artery. The target lesion had mild calcification. The physician predilated the lesion prior to placing one taxus express2 8.8% 2.5x20 mm drug eluting stent without complications. The pt was discharged from the hospital two days post index procedure receiving asa, plavix, and lipitor. The site reported that the pt underwent a tvr coronary artery bypass graft (CABG) of the 1st om 293 days post index procedure. It was noted that the pt received four transfusions while in the hospital. The pt was discharged from the hospital seven days post tvr. In the opinion of the physician there is an unknown relationship between the event and the taxus stent.